Event description:
Complainant alleged that the medics were attempting to pace the heart rhythm of a pt (age and gender unknown), but the medics were unable to adjust the pacer current rate. The clinicians then obtained another device to treat the pt. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction, as the pt has a "do not resuscitate order" in force.